Event description:
The technician alleged that the nurse call would not call the nurses' station. No injury reported.

Manufacturer narrative:
The technician found the sidecom board had a short. The technician replaced the sidecom board to resolve the issue.